Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25 x 38mm synergy ii drug-eluting stent (des) was advanced to treat the lesion; however, the shaft broke. The device was removed and the stent remained intact. The procedure was completed with another synergy des. No patient complications were reported and the patient's status was fine.